Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Updated information: h4 device manufacturer date. Initially, we examined the usage history of the equipment up to the date of august 22, 2023. The device was used from 8:03 am until approximately 12:00 pm. According to the recorded history, the flow rate, volume, and infusion dose were reprogrammed multiple times, suggesting that the user attempted to identify the optimal operating range for the patient's therapy. Next, we reviewed the equipment's history in the days leading up to the reported occurrence date. We found no abnormalities during the scheduled infusions from (B)(6), 2023, and earlier. No alarms were triggered during these therapies. Had there been any flow deviation in previous therapies, the equipment would have activated alarms related to negative pressure or, depending on the infusion set, an "air in line" alarm when the solution was completely depleted from the vial. However, this was not observed, leading us to conclude that the previous infusion therapies proceeded normally. To assess the equipment's performance, functional tests were conducted, simulating an infusion rate of 100 ml/h. The equipment initiated the infusion correctly but, at a certain point, free flow was detected. In order to investigate further and identify potential root causes, the equipment was opened. During the evaluation of internal components, we discovered that the infusion pressure adjustment screw had been tightened all the way, deviating significantly from the usual setting for the equipment. We believe that this adjustment of the screw may have caused the free flow, as the respective springs were completely fixed and retracted. Additionally, we found that the finger pump shaft was broken, likely due to the motor operating under pressure without proper movement. However, we cannot rule out the possibility that a potential equipment fall might also have caused the finger pump shaft to break. In response to customer's request, we initiated a new assessment of the entire incident. The b.braun technical team was contacted again. It was determined that the equipment in question had been designated for technical assistance and had been previously opened by a b. Braun technical staff member. The equipment was opened because there was no clear indication that it was an adverse event. Once the institution provided additional preliminary information, the equipment was closed by the b. Braun employee. We reiterate that no technical intervention could have caused the shaft breakage or the tightening of the pressure adjustment screw. Further evaluations of the equipment's history revealed that on august 15 and 16, therapies were programmed using the medications noradrenaline and nitroprusside, respectively. No deviations in device behavior or other non-conformities were identified during these therapies; both proceeded normally. Considering all the information presented, we conclude that the cause of the reported occurrence could not be identified, and we consider the complaint as not confirmed.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion" according to the customer: "patient hospitalized for severe acute pancreatitis, evolving with distributive shock and need for vasoactive drugs. When starting the minimum dose of noradrenaline in the morning of (B)(6) 2022, the patient presented chest pain and non-sustained ventricular tachycardia. Medication was suspended and initial investigation identified sst ami. The patient was then referred for hemodynamics to perform cate. In the procedure, when noradrenaline is started again at a dose minimum (0.02mcg/kg/min), the patient started with atrial flutter (with 150bpm) and arterial hypertension (map 1200mmhg). Against this backdrop, it was decided to review the dilutions, concentration and infusion pump. He was exchanged solution and infusion pump with reversal of tachycardia and arterial hypertension. When removing infusion equipment from venous access central, a large flow of the solution output by the pump was identified. High flow persisted even with the pump on pause. Infusion pump was sent for analysis."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.